Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0bdsd, implanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient developed an infection at the pocket site. The patient was ¿oozing¿ at the pocket site and then the site ¿opened.¿ the date of onset of the infection was (B)(6) 2013. The infection site was sampled and sent to the lab. The patient¿s system was replaced and a new system was implanted on the opposite side. The patient was reportedly recovering from the infection site removal. Three days later, it was reported that the culture was unknown at the time of the report. The patient ¿seemed to be doing fine¿ after the case.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0bdsd, implanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # va0bdsd, implanted: (B)(6) 2013, product type lead. Analysis of the ins found no anomaly. Analysis of the lead found the outer insulation of the lead body was twisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.